Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station application launched and found no issue. A technical support specialist reached out to the customer for investigation. However, due to no response from the customer, the complaint file has been closed. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system experienced a screen freeze, and the equipment in the intensive care unit was not operational. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.